Event description:
Jazzstd both left and right brake handle not holding. Folding rubber lock split.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.